Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of sensor anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the sensor was missing. The product was returned for analysis.

Manufacturer narrative:
Analysis inspected 1 opened/used partial sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula broken part is missing. Analysis was unable to confirm customer received sensor in said condition due to customer returned opened/used. See picture attachment file for details. Missing 1 insertion needle.